Event description:
Complainant alleged that while analyzing a pt's (age and gender unknown) heart rhythm, the device advised shock for a non shockable pt rhythm. The complaint indicated that the pt had a pulse. The device advised shock three times, for the non-shockable rhythm. The medics ignored the device recommendation and did not shock the pt. There was no adverse effect to the pt as a result of the reported malfunction. The complainant indicated that the device recorder strips documenting the event were discarded subsequent to the incident. In addition, there was no pc card in place in the unit to also document the event.